Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What was the name of the procedure involved with skin closure? What tissue was the vicryl rapide suture used on? What was the condition of the tissue (normal, diseased, weakened)? Was there any anomaly or deficiency noted with the suture prior to use? How was the suture placed (interrupted or continuous)? Was there any patient event prior to the suture rupture (cough, fall)? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? What was the date of the second procedure? How much of the incision was open (in cm)? Do you have any photos of the suture during second procedure? What was used to close the fascia during second procedure? What are the patient age, weight, past medical and surgical history? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a skin closure procedure on an unknown date and suture was used. Two days after the procedure, the patient experienced a dehiscence requiring re-closure. Additional information has been requested.